Manufacturer narrative:
Based on review of additional information, it was determined that the component was manufactured in a different location. The event will now be reported on med watch 2648920-2017-00686.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis at this time; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03900 and 0001822565-2017-03902. Remains implanted.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient allegedly experienced pain and the implant "falling apart" approximately three years post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Event date - (B)(6) 2017. Explant date -(B)(6) 2017.

Event description:
It is now know that the patient underwent a revision procedure. During the revision procedure it was noted that screws backed out. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.